Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.